Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 460 mg/dl, which was treated with a bolus delivery. Customer reported of having symptom of thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer reported of entering blood glucose incorrectly during bolus which may have contributed to high blood glucose. Customer was advised to check for ketones and change full set. Customer was advised that supplies would be replaced.